Event description:
It was reported that the implantable pulse generator (ipg) experienced artifact that resulted in two episodes of ventricular high rates. Additional information received from a nurse confirmed that the episodes coincide with the time of a surgical operation where cautery was used. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.